Manufacturer narrative:
Device passed displacement test. No pump error 43 or pump error 130 noted. Device alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and could not rewind. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind but received another alarm twice while rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.